Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic cholecystectomy, after inserting the device into the patient's cavity, surgeon opened the pouch and put specimen into it. However, the pouch could not be separated from the ring even though the surgeon pulled the knob. The surgeon cut the pouch with scissors to continue the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The specimen pouch was not returned. Specimen pouch had not separated properly from metal ring as can be observed by remnants on metal ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. As the specimen pouch of the was not returned the reported condition of difficult to remove from cavity could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.